Event description:
My machine, which unfortunately didn't work properly from the day I brought it home, fails entirely now. It doesn't receive the power it needs to run. It has never accurately reported the hours I use it. Never. I took it to the supplier twice in (B)(6) and they said it didn't matter that it wouldn't track my hours of usage. Now, it will not turn on. My email address is (B)(6). FDA safety report ID # (B)(4).